Event description:
Atty alleges plaintiff suffered from capsular contracture, breast pains, development of silicone leakage and silicone granulomas, auto immune disease in the form of immune reaction to silicone, interference with immune system, joint pain and muscular aches, headaches, onset of diabetes, skin rashes, hair loss, night sweats, chronic fatigue, memory and concentration impairment, resultant cosmetic damage, developement of anxiety, nervousness and depression.